Event description:
Boston scientific received information that during a routine device follow up approximately one month ago, the longevity for this pacemaker showed less than six months remaining and the device was pacing in retry with automatic capture (ac) feature on. The patient was placed on a monthly follow up schedule. One month later the patient was seen again and the device longevity showed two years remaining with a pacing volt of 1.4. The patient is scheduled to be seen again in three months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.